Manufacturer narrative:
Pt info: unk. Work order search found one similiar complaint. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -7.5/1.5/90 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to excessive vaulting. The problem was resolved. Cause reported as unknown. Status of the eye is reported as, "good." Also reported, "next operation date is undecided."

Manufacturer narrative:
H5: 3331- device history record - based on the results of the investigation, all released devices from the associated work orders including suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).